Event description:
The customer claims that the canopy has zipper damage on the left side panel, the zipper tape has torn from the material. Also, some teeth are missing. The right side panel has tear in the netting. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that on the left side window perimeter guard, the zipper slider body is open. The right side window has a 4 inch hole in the netting. (B)(4).